Event description:
This research article was a retrospective study designed to investigate the association between the left ventricular end-diastolic volume index (lvedvi) and the incidence of adverse clinical events in patients following mitraclip implantation. Complications identified in the study included: hospitalization due to heart failure and all-cause death. In conclusion, elevated lvedvi values were associated with increased adverse clinical events after mitraclip implantation in patients with severe mitral valve regurgitation. Details are listed in the attached article titled, "increased left ventricular end-diastolic volume index is associated with increased adverse events following mitraclip implantation".

Manufacturer narrative:
B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided d6 - the implant date is estimated. The additional patient effects reported in the articles are captured under a separate medwatch report. The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported death and heart failure. Death and heart failure are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Attachment: article titled "increased left ventricular end-diastolic volume index is associated with increased adverse events following mitraclip implantation"na.